Event description:
When the complainant had the hearing aid in question for 2 months it started having a high pitch and was screeching. The complainant returned it for repair to the hearing aid fitter/MFR. The MFR sent it out for repair, and it was out for 5-6 weeks. The complainant said it worked for about a month and then went dead. The complainant again returned it for repair and it was out again for 5-6 weeks. It seemed like a different hearing aid this time. The complainant said it was too long and didn't fit properly in the complainant's ear, and it hurt their ear. The complainant returned this one, and it was about a month before the complainant heard from the MFR/retailer again. When the complainant received the next one it also seemed like a different hearing aid and was the length of the original aid. The complainant said it did help their hearing. However, when the complainant removed it from their ear to change the battery, it fell apart. Part of it remained in the complainant's ear, and the wires were still connected. The complainant then called the rep's office and was told by the secretary that the 1-yr guarantee for the hearing aid had expired. The complainant stated that the MFR/retailer had the hearing aid for over 3 mos during that period because of the necessary repairs. However, the complainant was told that the guarantee started from the date of purchase. The complainant was told it would be at least $35 just to glue it back together and other repairs might be needed. The complainant then contacted a hearing-speech-deaf svc to discuss repairs. The complainant was told it would be $25.00 to glue it together, and if it needed other work, it could be as high as $105.00. The complainant spoke with a rep and she said the aid was assembled from 3 different hearing aids and they were used parts. The complainant said they were told by dept of health that this was settled, and the MFR was to reimburse them for $105.00. As yet the complainant hasn't received the reimbursement. The complainant stated that dep of health has received other complaints about this hearing aid co.